Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator on-site and found that the user interface holder was broken. The user interface holder was replaced and the ventilator successfully tested and returned to service. The reported break could be confirmed by evaluation of a returned photograph. The broken panel holder (user interface holder) implies that the panel unit has been exposed to a mechanical force that is above the designed specification. The ventilator system has been successfully tested for mechanical strength, with a peak acceleration of 15 g, pulse duration 6 ms, and total number of 1000 impacts. It is unknown to us under which conditions the reported panel holder broke.

Event description:
It was reported that the ventilator user interface holder was broken. There was no patient involvement. (B)(4).